Event description:
It was observed that during the device evaluation, the subject device exhibited spare lamp error (e207) , failure of the emergency lamp and dust adhered to the inside of the main body. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the most probable cause of failure of emergency lamp was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.